Event description:
Customer says the front casters on this chair do not move in a straight line , they act like a bad wheel on a grocery cart, they are going every direction. The right is the worst but the left is not working correctly either. When the chair is pulled backwards and then the chair is pushed forward, that is when the casters go cockeyed.